Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead experienced ventricular fibrillation (vf) where shock therapy was delivered and did not convert the rhythm. Additionally, noise, low r-wave measurements and undersensing was observed that resulted in biv pacing after the first delivered shock. Non-invasive programmed stimulation (nips) was performed and shock therapy was unsuccessful in converting induced vf in several programmed configurations. An invasive procedure was performed. The crt-d was explanted and replaced with another manufacturer's device. The rv lead was repositioned and the pace/sense portion was surgically abandoned and the pace/sense portion of a previously abandoned rv lead was placed back in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.